Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified before procedure and not used on the patient. The instrument came from sterile processing department with a broken tip bent.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the 8mm mega needle driver instrument was found to have a bent tip. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken main tube approximately 52.62" from the distal tip. The component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. The missing pieces was not returned. The instrument was found to have the proximal clevis dislodged from its original position. As a result, the instrument could not operate properly. The instrument was not placed on an in-house system due to the dislodged proximal clevis and the main tube being broken. The instrument was unable to operate properly due to the dislodged clevis. The instrument was not fully functional. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.